Event description:
It was reported that the patient's system was helping with pain management and he didn't need it anymore. The patient stated that he had the complete system removed on (B)(6) 2012. The manufacturer's device tracking registry showed the system was removed on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).